Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event of hernia which warranted surgical intervention. While there is no allegation or objective evidence indicating a liberty select cycler deficiency or malfunction caused the event. The liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the existing hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures, and the surgical introduction of the pd catheter also increases the risk of hernia formation.

Event description:
It was reported that a patient was scheduled for a bilateral inguinal hernia repair. During a follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient¿s bilateral inguinal hernia was present prior to the patient beginning pd therapy. The pdrn reported the home therapy staff have been monitoring the hernia since the patient began pd therapy and have noted only minor changes (details not provided). The patient¿s hernia repair was performed on (B)(6) 2019 and was an elective outpatient procedure. The patient resumed pd therapy the evening after the surgery, utilizing the same liberty select cycler as before surgery. The patient is recovering from the event. Additional patient demographics, medication list, past medical history and discharge summary were requested; however, the request was declined. Additionally, the pdrn stated the patient¿s report of constipation is a chronic problem and unrelated to the hernia event.